Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for low blood glucose levels. Prior to the hospitalization, the customer stated that her blood glucose levels dropped during her sleep. Troubleshooting was peformed and the insulin pump passed the required tests.